Event description:
Consumer reported that she placed a band-aid on her thumb area, went into anaphylactic shock and was treated for shock at the ER. Consumer indicated that she needs to have latex free band-aids so that she can put them on her children. She cannot touch latex band-aids.

Manufacturer narrative:
Review of summary data associated with this complaint category revealed no adverse trends. Our product has latex in the wrapper. Allergic reaction unrelated to product quality. This report is considered closed unless add'l relevant info is received.